Event description:
The device was explanted on (B)(6) 2021 because the recipient had suddenly lost auditory sensation with the device 3 months prior (july 2021). The user has been reimplanted with a new device which is being used without any problems.

Manufacturer narrative:
Conclusions: based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. The recipient_s perception was unsatisfactory and decreasing over time; however, no technical problem could be detected. The investigation showed that the electronic circuit is functional. Mechanical damages found are most likely attributable to the explantation surgery. Based on the recipient report the reason for the reduced benefit for the recipient seems to be non-device related. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been explanted on (B)(6) 2021.